Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that prior to insertion in the dialysis room, the user found that the guide wire was kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire with two kinks near the proximal end and a slightly opened j-bend. Microscopic examination and a manual tug test found that the wire was intact. The guide wire was measured and found to be within dimensional specifications. The customer also returned a guide wire advancer without the protective j-bend cap intended to prevent guide wire damage in the package. The customer did not report whether the cap was in place upon opening the package. Since the proximal end of the guidewire was damaged and blood was present on the assembly, it appears the wire may have been handled upon removal. A device history record review was performed on with no relevant findings. Therefore, operational context caused or contributed to this event no further action will be taken.